Event description:
It was reported that during an unknown procedure, the coblation halo wand was not cutting, and then a screen popped up that said that the wand had reached end of life. The patient was anesthetized when the problem occurred. The procedure was completed using a s+n backup device. There was a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities, the tip is heavily worn from use, and product was out of the original packaging with no packaging returned. A functional evaluation was performed on the returned device and found a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. Wand data shows the wand reached end of life from maximum activations and was used for 29 mins. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for not cutting was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include a broken wire inside the wand or a damaged wire between the transition of the handle and the shaft. The root cause for the end of life message can be attributed to the user. Factors that could have contributed to the failure include previous use and attempt to use device longer than active life of wand. Based on this investigation, the need for corrective action is not indicated.